Manufacturer narrative:
The reported field event of stripped set screw was confirmed. Septum material was observed inside the is1 set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported during unrelated procedure that the set screw of the implantable cardioverter defibrillator was suspected to have stripped. The device was explanted and successfully replaced. There were no patient consequences.